Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's spouse stated the patient had been having some blood in their urine for over a year and when they went to their family doctor, the doctor said it was normal but the caller stated that was not normal for the patient. The caller stated the patient also had some "blood in their stool a couple times" but that had quit now. The caller stated that the patient had also been having severe pain in their lower back and yesterday ((B)(6) 2025) the patient mowed the grass and the patient reported while they were mowing, they had a real bad tingling and "hurting" around the stimulator and on their buttocks and that the patient was also having a lot of pain and tingling in their legs. The caller stated last night after the patient finished the lawn, it was still hurting so bad that they turned the stimulator of f and the tingles went away but then the patient stated it was "just like a real numb feeling." Patient services reviewed electromagnetic interference considerations with the caller and caller stated it wasn't an electric mower, it had just been a regular mower. Patient services also reviewed implant battery longevity. Caller stated the patient had fallen about a month ago when patient services had asked the caller if the patient had any recent falls or traumas. Caller wanted to know if they should turn the therapy back on. Patient services reviewed the role of patient services with the caller and redirected the caller to follow up with the patient's managing health care provider to further address the issue, to check the implanted system and to discuss the patient's symptom concerns. Caller stated the patient's healthcare provider but they didn't know if hcp was around any longer as they'd not been able to get in touch with them. Patient rep did not have an email but requested the first few names that came up from the physician finder search and patient services provided this information to the caller as well as mailed the physician listings at the caller's request via us mail. Caller to reach out to a follow up hcp. Patient services also reviewed the role of the representative with the caller and offered to provide the caller with the nas phone number for the patient's local family doctor to call if the patient needed to get in sooner but the caller declined and stated they would reach out to one of the hcps who worked with the implanted system first to see if they could set up an appointment for the patient. Caller stated they thought that maybe it was just time again for the implanted system to be "changed out." Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the while they were mowing, they had a real bad tingling and "hurting" around the stimulator was due to their amplitude was turned up too high. They were on program 7 at 3.5 ma. They lowered the patient to 2.2ma and the patient was very comfortable. The rep stated the patient fell due to heat exhaustion and it had nothing to do with the stimulator or lead. The fall had no impact on the implanted system, impedances checked out perfectly.